Manufacturer narrative:
A clinical review was performed and it was determined that the device contributed to the reported outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that they were attempting to perform synchronized cardioversion on a patient and the device delivered the shock at the wrong point on the waveform. This resulted in the patient going into ventricular fibrillation.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue was unable to be determined.

Event description:
The customer contacted stryker to report that they were attempting to perform synchronized cardioversion on a patient and the device delivered the shock at the wrong point on the waveform. This resulted in the patient going into ventricular fibrillation.